Event description:
It was reported that a liner tear occurred. A 14f isleeve introducer sheath was used during transcatheter aortic valve replacement (tavr) procedure where an accurate neo2 valve was implanted. The access vessel where the 14f isleeve introducer sheath was introduced had moderate tortuosity and mild calcification. No issues were observed during the insertion of the 14f isleeve introducer sheath or the accurate neo2 valve implant. There was no resistance felt when removing the 14f isleeve introducer sheath from the patient; however, a lot of back bleeding was observed. A liner tear in the 14f isleeve introducer sheath was observed, extending from the mid-to-proximal area about 1.5 inches in length. There was no harm to the patient.